Event description:
It was reported that this patient's previous right atrial (ra) lead was "no longer functioning correctly" and was replaced during a scheduled box change procedure performed at ch de pau. The patient is now being followed at (B)(6) during a check-up, the current ra lead was programmed in unipolar mode for both pacing and sensing. Per the field, sensing is very low although the impedance remains stable. Regarding the pacing threshold, the field noted it is difficult to confirm capture; no electrogram (ECG) was performed during the check-up, despite being suggested to the physician. Technical services (ts) was consulted for further review and recommendations. Ts noted it is rare to program a lead in unipolar detection and asked if this was voluntarily done. While the lead was in unipolar detection, the patient's device over-detected myopotentials. A lead safety switch was also observed due to out-of-range atrial pacing lead impedance. Ts recommended reprogramming the lead back to bipolar and performing in-clinic troubleshooting. No adverse patient effects were reported. This system remains in service. Of note: the manufacturer of the patient's former and current ra lead is currently unknown.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
Investigation summary: with the available information, boston scientific cannot confirm the clinical observations due to lack of product return. Device history record review: a review of the device history record (DHR) was performed. The review of the DHR identified there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Device technical analysis: with all the available information, boston scientific is unable to conclude the root cause of the incident. This device has not been returned; therefore, a technical analysis cannot be conducted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. Labeling review: review of labeling determined the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance with labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Investigation conclusion: as of today, this device remains implanted. With the information provided, we cannot confirm the clinical observations. Risk assessment: a risk review was completed and confirmed the event of pacing impedance high out of range was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product.

Event description:
It was reported that this patient's previous right atrial (ra) lead was "no longer functioning correctly" and was replaced during a scheduled box change procedure performed at ch de pau. The patient is now being followed at ch d'oloron sainte-marie. During a check-up, the current ra lead was programmed in unipolar mode for both pacing and sensing. Per the field, sensing is very low although the impedance remains stable. Regarding the pacing threshold, the field noted it is difficult to confirm capture; no electrogram (ECG) was performed during the check-up, despite being suggested to the physician. Technical services (ts) was consulted for further review and recommendations. Ts noted it is rare to program a lead in unipolar detection and asked if this was voluntarily done. While the lead was in unipolar detection, the patient's device over-detected myopotentials. A lead safety switch was also observed due to out-of-range atrial pacing lead impedance. Ts recommended reprogramming the lead back to bipolar and performing in-clinic troubleshooting. No adverse patient effects were reported. This system remains in service. Of note: the manufacturer of the patient's former and current ra lead is currently unknown.